Manufacturer narrative:
Implant reported as 6 weeks prior to reporting date. There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zma00 intraocular lens (iol), the iol was noted decentered due to one haptic being in the bag and one outside the bag. This was due to a compromised anterior capsule (irregular capsulorhexis) that occurred during the initial surgery. Reportedly, doctor used phaco machine without any issues during the initial procedure, and performed a manual capsulorhexis. There was no indication of a capsule tear or rupture. No vitrectomy was performed. Doctor repositioned the lens successfully (B)(6) 2016, by pulling the haptic that was still in the posterior chamber out and positioning it in the sulcus. The lens centered beautifully, and doctor is happy with the surgical procedure. Patient is doing fine. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned; as to date, it remains implanted. An investigation could not be performed and the reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records could not be performed as the serial number of the lens was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the investigation results, there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.